Event description:
A malfunction was reported with the code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, assisted the customer with resetting it, and confirmed the malfunction did not recur, allowing the customer to continue using the pump.